Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl with purefix ha 52mm; cat # 542-11-52e; lot # 64027302. 6.5 cancellous bone screw 30mm; cat # 2030-6530-1; lot # ky68dl. V40 cocr lfit head 36mm/+5; cat # 6260-9-236; lot # tj54l8. Size 3 accolade ii 132 deg; cat # 6720-0330; lot # 70589004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported by the sales representative that the surgeon notified on a possible implant removal case due to infection. Refer x-ray in intake tab. Date of revision surgery will be advised by sales rep. The primary surgery was on (B)(6) 2019.